Event description:
It was reported the patient¿s leads were explanted and replaced because all of the impedances were out of range. It was noted the lead and connectors looked good. Additional information received 10 days later reported the patient had good stimulation and was doing well.

Manufacturer narrative:
Final analysis of the lead (serial #(B)(4)) revealed that all conductors were broken at the twist lock anchor site. Final analysis of the lead (serial #(B)(4)) revealed that all conductors were broken at the twist lock anchor site. Final analysis of the anchors revealed no anomalies.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: neu_tlock_anchor, lot# unknown, product type: accessory. Product ID: neu_tlock_anchor, lot# unknown, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.